Event description:
It was reported that 122 days after implantation of a 2.5x8 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a 30-80% stenotic lesion was located in the proximal 1st diagonal (d1) artery. No information was reported on lesion calcification or vessel tortuosity. A 2.5x8 mm taxus stent was deployed in the lesion. A post-intervention result of 0% stenosis was reported. No information was reported on patient medications or complications. The patient was reported to have tolerated the procedure well. The patient presented 122 days after the initial procedure with a 90% discrete in-stent restenosis in the ostial region of d1. Using kissing balloon inflations in the mid left anterior descending artery and d1 were pre-dilated, and a 2.5x8mm taxus stent was deployed in the region of the previously placed 2.5x8mm taxus stent in d1. Post-intervention results were reported as 0% stenosis in d1. No information was reported on patient medications or complications. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.